Event description:
During routine testing of the device, the user discovered that there was no pacer output. There was no pt involved. Examination of the unit disclosed a broken foil on printed circuit board assembly 590307. The cause of the break could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.